Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the incident description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise and low r-wave amplitudes resulting in an inappropriate shock. Device data was sent to the rhythmcare team to review. Data review determined the smartpass feature was deactivated due to the reduced amplitude signal and baseline shifting. Rhythmcare then discussed possible cause and provided further troubleshooting steps including performing an x-ray to confirm electrode to device header connection. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b node noise and low r-wave amplitudes resulting in an inappropriate shock. Device data was sent to the rhythmcare team to review. Data review determined the smartpass feature was deactivated due to the reduced amplitude signal and baseline shifting. Rhythmcare then discussed possible cause and provided further troubleshooting steps including performing an x-ray to confirm electrode to device header connection. This system remains in service. No adverse patient effects were reported.